Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine device assessment session, affected channels were observed. No trauma, inflammation or swelling over implant site has been reported. Re-implantation is considered.

Event description:
During a routine device assessment session, affected channels were observed. No trauma, inflammation or swelling over implant site has been reported. The user has been re-implanted on (B)(4) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress to the implant site appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no information on possible further steps have been received.

Event description:
During a routine device assessment session, affected channels were observed. No trauma, inflammation or swelling over implant site has been reported. Re-implantation is considered but no date has been scheduled yet.